Event description:
It was reported that following ablation procedures, one patient experienced permanent, unilateral, seventh and eighth cranial nerve palsy thought to be due to the proximity of the cranial nerves to the tumor. There were no further patient complications reported in relation to this even.